Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking from the branch point and it was slightly contaminated, so it would have likely leaked immediately after placement.

Manufacturer narrative:
The reported event was unconfirmed. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector and its packaging. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon observed at 100:0. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. However DHR review was completed prior to sample evaluation and no discrepancy was found that could contribute to the reported event. As the reported event was unconfirmed, a labeling review was not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was leaking from the branch point and it was slightly contaminated, so it would have likely leaked immediately after placement. Per notification from investigator on 09jun2025, asymmetrical balloon was observed during sample evaluation.